Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that the device will not power on during daily checks. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that the device will not power on during daily checks. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the removed part and determined that the transistor q2 on the power pcb board was short circuited.